Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "occlusion too high". The device was unable to be sent for pressure testing due to a constant alarm. The force sensor was found to have failed causing the reported symptom. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 'occlusion too high' regarding a spectrum pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.